Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had mild tortuosity, heavy calcification, 90% stenosis, and was a concentric lesion. A non-abbott balloon catheter was inflated and removed without reported incident. The voyager nc balloon catheter was positioned at the lesion; however, it ruptured on during the first inflation at 17 atm. The xience stent and a non-abbott drug eluting stent were implanted and the procedure was completed. There was no patient effect reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the voyager nc balloon catheter was returned with blood and contrast in the inflation lumen and balloon and blood in the guide wire lumen. The balloon was returned loosely folded. There was a 1 mm in length radial hole in the balloon, 5 mm proximal to the distal balloon marker. There were scratches in the balloon 1 mm distal to the hole in the balloon. There were kinks in the hypotube 60.5 cm distal to the strain relief tubing and at the distal end of the strain relief tubing. There was no other damage noted to the balloon catheter. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.